Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). Concomitant products: unknown head, unknown cup, unknown liner. It is unknown if the device will be returned for analysis, as its location is unknown. Once the investigation has been completed, a follow up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-03572, 0001825034-2017-03573, 0001825034-2017-03574.

Event description:
It was reported that patient underwent right hip revision approximately three months post implantation due to patient allegations of pain. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Corrected: describe event or problem, the revision was on left hip. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a third left hip revision approximately 3 month post the second revision surgery, due to pain. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Medical devices- 650-1056 cer bioloxd option hd 32mm lot 117940, 650-1068 cer option type 1 tpr sleve +6 002400. Reported event was unable to be confirmed. Device history record (DHR was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.